Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited poor sensing. A new ra lead was attempted to be implanted, however the new ra lead exhibited under-sensing after multiple placement attempts and damage. The new ra lead was removed and the original ra lead remains in use. No patient complications have been reported as a result of this event.